Event description:
It was reported that, during an acl reconstruction, the fast-fix 360 curved needle delivery system's t2 anchor would not deploy as expected. T1 was removed with scissors because it was not useful anymore. A back-up device was used to complete the procedure, with neither surgical delay nor patient injuries.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1)inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3)inadequate tissue conditions. 4)incomplete needle penetration through meniscus. Final product met specifications upon release to distribution.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t2 anchor would not deploy as expected.¿ t1 was not returned. T2 and balance of suture were returned attached and within the needle track. The depth limiter was returned and had been advanced. The delivery needle was damaged. It had been completely flattened; nearly reversed. The actuator therefore, kept its curve causing it to spring out of the delivery track when the needle became bent. Due to damage, the device no longer cycled or actuated. Symptoms are consistent with much difficulty in reaching the desired anchoring location. No root cause related to the manufacture of the device was confirmed.